Event description:
The patient was implanted on (B)(6) 2016 and was programmed the same day. The patient was sitting while being programmed and said it was good. Upon standing up and walking out of the health care professional's (hcp) office, the patient realized the right side was not covered. The patient felt no stimulation on the right side and has to keep stimulation down. If stimulation was increased, the patient's left side goes crazy. The patient would like to meet with the manufacturer representative (rep) for reprogramming. The patient indicated that this was a sudden change in therapy/symptoms. Indication for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.